Event description:
It was reported that this pacemaker system was found to exhibit high out of range pacing impedances, oversensing noise, and pacing inhibition on both the right atrial (ra) and right ventricular (rv) leads. The health care professional (hcp) called technical services (ts) and requested review of the stored data. Upon review, ts noted that the rv and ra leads high out of range pacing impedances measured greater than 2000 ohms with the rv lead triggering a lead safety switch (lss). Ts also noted noise on both leads and was unable to confirm if the noise was due to a lead issue or myopotential oversensing. Ts discussed possible causes and recommended further in clinic evaluation with isometrics and xray considerations with the hcp. At this time, the pacemaker system, ra and rv leads remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the physician suspected cause of right atrial (ra) and right ventricular (rv) leads noise to be due to a fracture. A revision procedure was performed, where the pacemaker was explanted, and both the ra and rv leads were surgically abandoned. New replacement pacemaker device and new leads were successfully implanted by the physician. No additional adverse patient effects were reported. Additional information was received from the field representative that reported that lead noise was identified on both right atrial (ra) and right ventricular (rv) lead channels and stored in latitude events. During the revision procedure, the physician was unable to identify and locate fracture on both the leads. Additionally, a lead safety switch was triggered due to loss of capture (loc) on the rv lead. The physician stated that no product anomaly was experienced with this pacemaker device, it was the physician discretionary decision to explant the pacemaker and replace it with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was found to exhibit high out of range pacing impedances, oversensing noise, and pacing inhibition on both the right atrial (ra) and right ventricular (rv) leads. The health care professional (hcp) called technical services (ts) and requested review of the stored data. Upon review, ts noted that the rv and ra leads high out of range pacing impedances measured greater than 2000 ohms with the rv lead triggering a lead safety switch (lss). Ts also noted noise on both leads and was unable to confirm if the noise was due to a lead issue or myopotential oversensing. Ts discussed possible causes and recommended further in clinic evaluation with isometrics and xray considerations with the hcp. At this time, the pacemaker system, ra and rv leads remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the physician suspected cause of right atrial (ra) and right ventricular (rv) leads noise to be due to a fracture. A revision procedure was performed, where the pacemaker was explanted, and both the ra and rv leads were surgically abandoned. New replacement pacemaker device and new leads were successfully implanted by the physician. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was found to exhibit high out of range pacing impedances, oversensing noise, and pacing inhibition on both the right atrial (ra) and right ventricular (rv) leads. The health care professional (hcp) called technical services (ts) and requested review of the stored data. Upon review, ts noted that the rv and ra leads high out of range pacing impedances measured greater than 2000 ohms with the rv lead triggering a lead safety switch (lss). Ts also noted noise on both leads and was unable to confirm if the noise was due to a lead issue or myopotential oversensing. Ts discussed possible causes and recommended further in clinic evaluation with isometrics and xray considerations with the hcp. At this time, the pacemaker system, ra and rv leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was found to exhibit high out of range pacing impedances, oversensing noise, and pacing inhibition on both the right atrial (ra) and right ventricular (rv) leads. The health care professional (hcp) called technical services (ts) and requested review of the stored data. Upon review, ts noted that the rv and ra leads high out of range pacing impedances measured greater than 2000 ohms with the rv lead triggering a lead safety switch (lss). Ts also noted noise on both leads and was unable to confirm if the noise was due to a lead issue or myopotential oversensing. Ts discussed possible causes and recommended further in clinic evaluation with isometrics and xray considerations with the hcp. At this time, the pacemaker system, ra and rv leads remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the physician suspected cause of right atrial (ra) and right ventricular (rv) leads noise to be due to a fracture. A revision procedure was performed, where the pacemaker was explanted, and both the ra and rv leads were surgically abandoned. New replacement pacemaker device and new leads were successfully implanted by the physician. No additional adverse patient effects were reported. Additional information was received from the field representative that reported that lead noise was identified on both right atrial (ra) and right ventricular (rv) lead channels and stored in latitude events. During the revision procedure, the physician was unable to identify and locate fracture on both the leads. Additionally, a lead safety switch was triggered due to loss of capture (loc) on the rv lead. The physician stated that no product anomaly was experienced with this pacemaker device, it was the physician discretionary decision to explant the pacemaker and replace it with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.